Event description:
It was reported by a customer on (B)(6) 2011 there was devitrification at the fiber tip and remarkably diminished fiber efficiency at 243,000 joules. No patient injury was reported.